Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: all keypad buttons were unresponsive with contamination under the contacts of all the keypad buttons. The display was dim and discolored.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad was noted to be intact. On testing, all the keypad buttons were unresponsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. The display was noted to be dim and discolored. A test display was attached to the pump and illuminated properly without discoloration.